Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter had been reading inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient stated that the alleged inaccuracy occurred during the morning of (B)(6) 2016. At this time the patient obtained a blood glucose reading of "212mg/dl" with the subject meter and "104mg/dl" on another device within 30 minutes of one another. The patient manages their diabetes by taking novorapid insulin (14 units in the morning and 12 units in the afternoon) as well as toujeo (14 units in the evening). In response to the alleged product issue, at 12pm on (B)(6) 2016, the patient increased their dosage of medication and started taking 16 units of novorapid in the morning, 14 units in the afternoon and 16 units of toujeo in the evening. One hour after this the patient developed the symptoms of "sweating and shaking"; symptoms which the patient associated with hypoglycemia. In response to these symptoms the patient self-treated by consuming sugar and orange juice. One week after this incident the patient visited the hospital to have their hemoglobin a1c measured, and, after obtaining an unspecified result, the patient's doctor reduced their daily medication intake back to what it was originally. At the time of troubleshooting the csr confirmed the unit of measure was set correctly on the subject meter and the samples were taken from an approved sample site. The patient's products were requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.